Manufacturer narrative:
The markers of a 10mm x 100mm 80cm biliary smart flex ses (self-expanding stent) delivery system were not able to be visualized under fluoroscopy. The markers were not missing. The device did go inside the patient but because of the inability to see the markers, the stent was not deployed. A non-cordis stent was used as replacement. There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review of lot 291262 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis the reported ¿marker band ¿ inadequate radiopacity¿ was not confirmed. It is difficult to draw a clinical conclusion between the device and the events based on the information available. According to the instructions for use (IFU) ¿system handling ¿ precautions. Do not use if it appears to be damaged. Neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported, the markers of a 10mm x 100mm 80cm biliary smart flex ses (self-expanding stent) delivery system were not able to be visualized under fluoroscopy. The markers were not missing. The device did go inside the patient. Because of the inability to see the markers, the stent was not deploy. The device did go inside the patient. A non-cordis stent was used as replacement. There was no reported patient injury. The complaint device was discarded, therefore, it is not available for evaluation. Additional event details were requested, however, not provided.